Event description:
User reported false positive result 27 august. Negative pcr the same day.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation. User also reported to the FDA, # mw5103618. This is a retrospective report due to challenges implementing esg.